Event description:
The device was returned to the manufacturer with a report that it was a new device which failed out-of-the-box. However, when the pump was received, there was a hand-written note indicating that an rn in the ICU said an infusion set to deliver 50 cc at a rate of 50 cc/hr in piggyback mode infused over a matter of seconds. When the customer was contacted for further info, the contact was unaware of any pt incident and insisted that the device failed out of the box. No additional info was made available concerning the incident or any pt injury.